Event description:
Scheduled procedure was hardware removal and acdf anterior cervical discectomy and fusion c4-5. Medtronic rep was present in the operating room for procedure. Dr loosened locking screws and removed 2 premier screws from existing hardware. Dr used trials in new set until correct size was determined. Once appropriate size was decided upon, the cage was opened on the field. Surgical tech placed the cage into the inserter and screwed the inserter until resistance was met. The tech then put expanse into the cage and handed it off to the surgeon. Tech then dialed inserter down to zero as instructed by the vendor rep and gave inserter to the surgeon. Surgeon placed cage and asked rep if he should feel movement, rep said no. Surgeon said that he felt movement, told rep that blades weren¿t locking down and the cage was not seating. Surgeon attempted to fix, but was unable to. He saw that the cage was in the spinal canal and after using a midas rex 4mm drill bit to burr cage down, cage was removed. Surgeon went to plan b and inserted another type of device. Prior to removal of cage, pt was having low bp, once cage removed, bp stabilized. Awoke in pacu with quadriparesis. Vendor supplied tray system used during acdf c4-c5. During the procedure, the bone graft material and intervertebral cage translated into the spinal canal causing cord compression. This was recognized and removed. Pt awoke with acute quadriplegia. Some expanse was unable to be removed from pt. Reason for use: herniated nucleus pulposus of cervical spine.